Event description:
A customer reported an issue with the touchscreen of their pump, which was unresponsive and did not show any signs of being cracked or shattered. There was no adverse impact on the customer's blood glucose level as it remained below 500 mg/dl. Technical support provided instructions for a pump reset, which initially failed, but later interaction with the screen was successful after further troubleshooting, and the decision was made to replace the pump. Additionally, the legal guardian was removed from the record as the patient was no longer a minor.